Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch tabbpk, mfg. Date - 1/16/2023, exp. Date - 12/31/2024; batch tbbesm, mfg. Date - 2/20/2023, exp. Date - 1/31/2025. In addition, a review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received two sealed boxes with twelve packets each that pertain to the product code sxpp2b412, lot tabbpk. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the inspection, the sutures were correctly placed on the winding former. Sutures were dispensed without problems and examined along the strand and no anomalies or damage on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one sealed box with twelve packets that pertain to the product code sxpp2b412, lot tbbesm. In order to evaluate the condition of the returned samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the inspection, the sutures were correctly placed on the winding former. Sutures were dispensed without problems and examined along the strand and no anomalies or damage on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the quantity of suture related to ulcers and extrusion. Please clarify which lot # was used during this scoliosis procedure and is related to ulcers and extrusion. Were the 2 lot numbers provided possible lot numbers that were used during the scoliosis procedure?

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify the quantity of suture related to ulcers and extrusion. 1 in this case. Please clarify which lot # was used during this scoliosis procedure and is related to ulcers and extrusion. Unk. Were the 2 lot numbers provided possible lot numbers that were used during the scoliosis procedure? Yes, a product with either lot number was used, leading to this event. I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic surgery for scoliosis on (B)(6) 2023 or (B)(6) 2023 and barbed suture was used on subcutaneous and dermis with continuous suture. At a three-month postoperative checkup, the patient's parent said, "there's a scab over the wound." The surgeon confirmed that it was an ulcer, a condition in which the epithelial tissue covering the skin, or coated epithelium, is missing, leading to the underlying tissue. The surgeon also confirmed that there were several small ulcer holes, through which sutures were protruding. The surgeon opines that one reason may be that the barbed suture used for the shallow skin wound was 2-0 and thick. However, the surgeon is not sure about that, because he had not experienced this kind of skin problem when he had performed the same with a different type of 2-0 suture nodules in the past. The surgeon opines it may have something to do with the fact that the product is an absorbable suture. The patient was discharged from the hospital. At the patient's three-month postoperative checkup on (B)(6) 2023, it was confirmed that a wound problem had occurred. The procedure was completed the same day by removing the sutures protruding from the ulcer and performing additional sutures. The patient's condition is currently stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: tabbpk, tbbesm.